Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during support on an impella 5.5 there was bleeding from the pacer insertion site and oozing from the impella and swan sites. Fresh frozen plasma and packed red blood cells was given to the patient. The partial thromboplastin time was 138 without heparin or other systemic anticoagulation, suspecting underlying coagulopathy or medication interaction. Ultimately, the decision was made to stop efforts and the patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: bleeding was noted at pacer insertion site, impella site and swan sites. The cause of the bleeding was determined to be patient condition because of the bleeding from multiple sites. Hemostasis was achieved at impella site by placing femstop. Device history review: the device passed all the post sterile inspection checks.